Event description:
After connection of iab to console, the display exhibited a blue light with a red cross through it. The console began to alarm with message "call service center, check fos connection." Console was exchanged. There were no associated pt complications.